Manufacturer narrative:
(B)(4). MDR was submitted due to an over-infusion was observed on the patient's pump.

Event description:
It was reported that during the patient's refill on (B)(6) 2017, the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. During the second refill on (B)(6) 2017, the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. There was no serious injury reported. The patient was experiencing inadequate pain relief since implant.